Event description:
The customer reported that their device was showing "service" across the screen and the display was flashing. This is an indication of a device lock up and could not be used on a patient, if needed. The device also logged an event code in correlation with this issue. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. After evaluation and an estimation of repair costs, the customer has decided not to repair the device. The customer also has requested that the device be returned, un-repaired. The cause of the reported failure could not be determined.